Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noticed numerous separations on the catheter shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected for a thrombectomy procedure, target lesion details are unknown. The catheter ¿broke off in patient.¿ a retrieval snare was utilized to remove the catheter and the procedure was completed with a different device. No patient complications were reported and the patient condition was reported as ¿stable ,without injury.¿